Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s spouse reported via phone call the insulin pump alarmed button error and a flash write error. The customer¿s blood glucose was 220 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump alarmed button error and the buttons were unresponsive. Customer's spouse stated that the insulin pump could have exposed to sweat. Button error troubleshooting was performed and confirmed that time is advancing. No troubleshooting was performed on the flash write error. The customer¿s spouse was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces on bolus, esc, act, up arrow and down arrow button. No button error alarm during testing. Unable to confirm sensor anomaly, flash write error alarm and unable to perform any tests due to buttons unresponsive. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window and minor scratches on display window noted.